Event description:
A patient alleged their upper teeth became misaligned as a result of receiving approximately four years of CPAP therapy through a nasal CPAP mask. The CPAP therapy was provided through a nasal CPAP mask (secured to the patient by a headgear assembly) by a CPAP device and patient tubing (used to connect the mask to the CPAP device). The CPAP therapy was prescribed for the treatment of sleep apnea. The mask associated with this claim has not been received by the manufacturer for investigation. The manufacturer's investigation into this incident has not been completed at this time. The manufacturer will file a MDR follow-up report when their investigation is complete.